Event description:
The customer reported that this unit several times reported error code f0007 and system failure cycle power that was not cleared by cycling the power. There was no report of patient involvement.

Manufacturer narrative:
The factory has not yet receivedthe device for evaluation and this complaint is still under investigation.